Event description:
Patient went to hospital due to nausea and vomiting. Pt's blood glucose was tested at hospital, and the result was in the 400's (mg/dl), so patient was admitted to e.r. And was treated with IV insulin and fluids.